Event description:
Customer was at home. Husband smelled burning, went into bathroom and discovered a fire on their toothbrush. Customer says puck and cable were burned, and she disposed of them so her kids wouldn't use them. Customer initially wanted an upgrade but decided on a refund instead.